Event description:
During a journal review, it was noted that 16 patients underwent correction of large, full-thickness skull defects. One patient was originally treated for a meningioma in the temporoparietal region with a defect size of 72cm. The patient experienced cement fragmentation and infection. The cement was fully removed. This is four (4) of four (4) events reported in the journal article.

Manufacturer narrative:
Manufacturer date is not able to be determined without part number and lot number. Investigation could not be completed, no conclusion can be drawn as no device was returned and no lot number was provided. The article indicates the 16 patients were informed that norian crs was nor approved for defects larger than 25cm. "Use of calcium-based bone cements in the repair of large, full-thickness cranial defects" a caution". Zins, moreira-gonzales, papay, plastic and reconstructive surgery, volume 20, number 5, october 2007, pages 1332- 1341